Event description:
It was reported that a detached needle or cannula occurred. The sensor was inserted into the arm on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
B5: describe event or problem - addition informationd9 date device returned - correctiong3 date received by mfg - addition informationg6 type of report - addition informationh2: additional information/ device evaluation - addition information

Event description:
Subsequent to the initial MDR, a correction is required.